Event description:
It was reported that, mechanically assisted crevice corrosion and secondary local adverse soft tissue reaction with pseudotumor formation secondary to rejuvenate modular neck-stem failure.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.